Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2012, fse found that system would not fluoro. Digital spot functions correctly. Customer reports via phone they do not have backup capabilities and had to reschedule 2 procedures.